Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false repeatedly reactive alinity s hiv ag/ab combo results for a donor sample where organ tissues were discarded. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): testing performed on (B)(6) 2022: donor ID (B)(6): initial result: 3.06 s/co, repeat results: 1.62, 1.55 s/co (lung, liver and heart tissue were discarded); nat results: negative, biorad hiv 1,2 plus o ab: negative (this sample was not a cadaveric sample).

Manufacturer narrative:
The complaint investigation for false reactive alinity s hiv ag/ab combo results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Complaint activity was reviewed and determined that there is normal complaint activity for the products and reagent lot. A review of tracking and trending did not identify any related trends for the complaint issue. Device history record review on reagent lot 32578be00 did not identify any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. A technical review of field data for alinity s hiv ag/ab combo was performed. Overall reactive rates of ln 6p01-60, lot 32578be00 across core, applicable peer sites and across all us customer sites were collected and assessed. Across all us customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 32578be00 are within product requirements, within package insert specificity claims for cadaveric specimens and comparable to other lots analyzed in the comparison. Performance across all us sites: lot 32578be00: irr: (B)(4)%, irr (without repeat reactives): (B)(4)%, rrr: (B)(4)% specificity: (B)(4)%. Performance across peer group (including core): lot 32578be00: irr: (B)(4) %, rrr: (B)(4) % specificity: (B)(4)%. Performance across peer group (excluding core): lot 32578be00: irr: (B)(4)%, rrr: (B)(4) % specificity: (B)(4)%. Performance at core: lot 32578be00: irr: (B)(4) %, rrr: (B)(4) % specificity: (B)(4)%. Based on the investigation, no systemic issue or product deficiency for alinity s hiv ag/ab combo reagent lot 32578be00 was identified.